Event description:
It was reported during a coil embolization at a branch in a bae case and during repositioning, the coil stretched and could not be detached. The coil was twisted off. The stretched coil extended out of the aorta where it remains implanted. The physician stated that the event was due to human error. No medical or surgical intervention was performed. Patient condition was reported as "no health damage".

Manufacturer narrative:
The lot number was not provided; therefore, a search for production-related ncrs could not be performed. The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. Without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed that would have caused or contributed to the reported event. At the time this complaint was received, this product was an exported device that was not cleared or approved for marketing in the u.s. The complaint is being reported now as based on this product meeting similar product criteria. This device is similar to v-trak hydrosoft 3d.